Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced surgical revision, scarring, recurrent hernia repaired with new mesh. After the original procedure, additional potentially related procedures were performed, including revision and new implant.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an right inguinal hernia. It was reported that after implant, the patient experienced scarring, recurrent hernia, pain & bulge in right groin. Post-operative patient treatment included recurrent hernia repaired with ethicon physiomesh mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an right inguinal hernia. It was reported that after implant, the patient experienced scarring, recurrent hernia. Post-operative patient treatment included recurrent hernia repaired with ethicon physiomesh mesh.